Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 40.0 cm thru 45.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds on the proximal end. Conclusions: evaluation of the pod pc revealed that the embolization coil was intact with the pusher and had offset coil winds on its proximal end. The report identifies microcatheter kickback. If the coil being placed is oversized for the target anatomy, microcatheter kickback may be experienced. If the device is repeatedly manipulated in attempt to place the subject device, embolization damage may occur. This likely contributed to the offset coil winds on the returned device. The report also identifies the pod pc did not take its intended shape. However, a pod pc does not have a complex shape with associated secondary diameter. The ruby coil used to finish the procedure was 4 cm long compared to the 15 cm long pod pc, further supporting that the subject coil may have been oversized. During the functional test, a demonstration introducer sheath was loaded on to the returned pod pc pusher assembly and coil. The pod pc was then advanced through a demonstration microcatheter with some resistance as the kinks in the pusher assembly were advanced through the catheter lumen. The pod pc was able to be advanced completely through the microcatheter and out of the distal tip. Further evaluation of the returned pod pc revealed that the pusher assembly was kinked. This damage typically occurs due to forcefully advancing the device against resistance. The non-penumbra microcatheter and the pod pc introducer sheath were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hepatic artery using a 15 cm pod packing coil (pod pc). During the procedure, the physician successfully placed a ruby coil in the target vessel using a non-penumbra microcatheter. The physician then attempted to place a pod pc in the target vessel; however, the pod pc was not taking its intended shape and was kicking the microcatheter out of the vessel. The physician removed the pod pc and noticed the proximal area was "stretched". The procedure was completed using a 2x4 ruby coil with the same microcatheter. There was no report of an adverse effect to the patient.